Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 6f .070 judkins left (jl)3.5 100cm guiding catheter cracked. There was no reported patient injury. The malfunction occurred outside of the patient and was not used in the patient. There were no anomalies noted when the device was taken out of the package. There were no anomalies noted during or after the device was prepped. The device was not intact after use. The device was inspected prior to opening the package. The device was used in an interventional procedure. There was no difficulty experienced in prepping the device. A contralateral approach was not used. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the hub of a 6f .070 judkins left (jl)3.5 100cm guiding catheter cracked. There was no reported patient injury. The malfunction occurred outside of the patient and was not used in the patient. There were no anomalies noted when the device was taken out of the package. There were no anomalies noted during or after the device was prepped. The device was not intact after use. The device was inspected prior to opening the package. The device was used in an interventional procedure. There was no difficulty experienced in prepping the device. A contralateral approach was not used. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. One non-sterile ¿6f .070 jl3.5 100cm¿ unit was received for analysis. During the visual inspection, no damage or anomalies were observed on the catheter body. However, a noticeable crack was found on the hub. For functional analysis, the catheter was flushed and fluid leaked through the crack. Additionally, air was seen in the syringe while it was aspirated. For microscopic analysis, an amplified image of the hub was captured using the vision system. The crack identified during the visual inspection was further examined under the microscope. It was observed on the luer hub body of the catheter unit, located at the top of the hub, with the crack extending along the length of the luer hub body. The reported "luer hub-cracked" was confirmed through both visual and functional testing. The exact cause of the observed damages could not be conclusively determined during the analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.